Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#: 00594604001; fluted stem mobile tibial component;lot#: 61795397. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is not available per local health and safety laws. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02412.

Event description:
It was reported patient underwent an initial right tka approximately 10 years ago. Subsequently, patient was revised 3 months ago due to loosening of the femoral and tibial components.